Manufacturer narrative:
Date of birth was reported as (B)(6), but the age was reported as (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain syndrome. It was reported that on (B)(6) 2017 the patient had difficulty charging the deviceon several occasions which resulted in low battery levels chronically. The ins subsequently failed. Diagnostic imaging demonstrated intact leads with no signs of breakage. The patient had the failed ins explanted and replaced. The patient had no complications during the replacement procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the only documentation the healthcare professional (hcp) involved with the event could find regarding the cause of the charging difficulty was a ¿low battery indicator.¿ no further complications were reported or anticipated.